Event description:
Customer reported getting erratic readings from their freestyle meter. The customer performed comparison tests and results were 193 mg/dl vs 88 mg/dl, and 189 mg/dl and 189 mg/dl vs 78 mg/dl.